Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead exhibited poor sensing. After a few repositioning attempts, the helix would not retract. As a result, the ra lead was removed and replaced. No adverse patient effects were reported.